Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. Technical support verified troubleshooting with the customer's parent, provided pump reset information, and assisted with resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump, and they were advised to call back if any issues occurred again.